Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A patient was implanted with a 3.5mm clavicle plate, and five screws on (B)(6) 2012 to repair a fractured clavicle. Five weeks post operation, the patient presented breakdown of skin over the screws. The breakdown of skin progressed over a three day period to the point one screw head was visible through a hole on the skin. The patient tested negative for metal allergy. Surgery for removal of hardware was on (B)(6) 2012. The clavicle was healed, and no hardware was implanted to place of explanted hardware. This is 1 of 6 reports for this event.